Event description:
It was reported the patient's ipg site opened minimally after experiencing a fall on (B)(6) 2014. A week later the patient met with his doctor and a scab along with bruising was found at the ipg site. On (B)(6) 2014, the patient's dermatologist removed the scab and placed the patient on mupirocin antibiotic cream. Ten days later the wound was found to be opened more, but no fever or systemic symptoms were present. As a result, the patient went to the emergency room and his ipg was explanted as a precaution following cultures being taken.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.